Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic. Upon interrogation, the right atrial lead exhibited noise which resulted in auto mode switch episodes. The noise could be reproduced with pocket manipulation. No intervention was performed. The patient would continue to be monitored via merlin.net.

Event description:
New information indicated that the lead continued to exhibit noise that was reproducible with pocket manipulation. The patient was asymptomatic.